Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Patient date of birth and weight not available for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). The complainant indicated that the drill bit broke intraoperative and a non-implant grade fragment is retained in the patient. Device history records review was conducted. The report indicates that the: part no.: 03.037.021 , lot no.: f-17729 , manufacturing location: (B)(4), supplier: (B)(4) , release to warehouse date: 21.may.2015 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a lag screw was misaligned and two drill bits broke during a femoral nailing procedure on (B)(6) 2018. The tip of a 10mm cannulated tapered drill bit broke off while the surgeon was opening the lateral cortex. Then, a 6mm/9mm cannulated stepped drill bit broke while the surgeon was reaming the femoral head. Fragments were left in the bone from both broken bits. The lag screw for trochanteric fixation nail advanced (tfna) went anterior to the nail; this was caught in final fluoroscopy toward the end of the procedure and had to replaced the device. It backed out, the handle placed back on the nail and the same lag screw was shot (implanted) in the right trajectory. There was a surgical delay of about two hours due to these malfunctions, therefore and extra fluoroscopy was required. The procedure was completed successfully with the patient in stable condition. Concomitant device report: [unknown aiming arm] (part #: unknown, lot #: unknown, quantity: 1), [unknown trocars] {part #: unknown, lot #: unknown, quantity: 3), [unknown stryker power drill] (part #: unknown, lot #: unknown, quantity: 1) this complaint is for three (3) devices. This report is 1 of 3 for (B)(4)

Manufacturer narrative:
A product investigation was performed. The returned drill bit (10.5mm tapered) was confirmed to have a broken tip. Approximately 5mm of the tip is missing. Replication of the complaint condition is not applicable as the device is already broken. Relevant drawings were reviewed during investigation. The diameter of the cannulation was measured and is within the specification per relevant drawings. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.